Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the door functioned without any issue and passed all testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display load set prompts when the pump door was open and key inserted into keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.